Manufacturer narrative:
This infection was previously reported under MFR #2916596-2021-07029. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 with sepsis due to (B)(6)bacteremia and pump pocket infection. The patient was status post an incision and drainage on (B)(6) 2018 and was treated with chronic suppressive antibiotics and will indefinitely remain on them.

Manufacturer narrative:
This infection was previously reported under MFR #2916596-2021-07029. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 with sepsis due to mssa (methicillin-resistant staphylococcus aureus) bacteremia and pump pocket infection. The patient was status post an incision and drainage on (B)(6) 2018 and was treated with chronic suppressive antibiotics and will indefinitely remain on them.